Manufacturer narrative:
Age at time of event: 18 years or older.device is a combination product.(B)(4).device evaluated by MFR:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device can not be reviewed. If any further relevant information is received, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that during coronary stenting procedure, stent damage occurred.the physician advanced an unspecified sized promus element stent to the target lesion in an unspecified vessel but was unable to cross. The device was removed and when the physician was reinserting the stent observed that the proximal strut on the stent had lifted. The procedure was completed with a different device. No complications were reported and the patient's status is reported as good.this device is only ous approved but is similar to marketed us device.